Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient went into cardiac arrest during implant procedure. High impedance was observed with the psa analyzer. The patient received CPR and then returned to sinus. Patient condition is stable. The lead remains implanted.